Event description:
Patient presented for ivc (inferior vena cava) filter removal. J-wire inserted down the svc (superior vena cava) to the ivc under fluoroscopic guidance. Multiple attempts made to snare the hook of the filter. Unable to snare the filter. Upon trying to retrieve the looped wire, the snare the tip of the wire broke off and went upstream. Fluoroscopy showed the tip of the wire within the midportion of the right long. Cardiothoracic surgery consulted. Recommended anticoagulation. Patient was ultimately transferred to university of (B)(6) for intervention. FDA safety report ID# (B)(4).